Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with infection. Cultures were taken and methicillin-susceptible staphylococcus aureus bacteremia was confirmed. Antibiotic treatment was administered and the implantable pulse generator (ipg) system was explanted and later replaced. No further patient complications have been reported as a result of this event.